Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment (left eye) was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit, confirmed device met specifications as per service and installation record. No root cause for the customer's reported event could be determined as the patient's vision is improving indicating that the issue may not persist. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient had experienced over correction in the left eye with the refractive outcome was greater than one diopter in manifest refraction spherical equivalent treatment values after refractive surgery.